Event description:
Attorney alleges the device was surgically implanted, and several months later, the internal battery died, necessitating further surgery for removal of the device. The device was not returned to the manufacturer for device analysis.